Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0208709397, implanted: (B)(6) 2015 product type: lead. Product ID: 309328, lot#: 0208709397, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 24-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a decrease of efficacy with impedance issue on plot 3. Factors that may have led or contributed to the issue remain unknown. No actions were taken to resolve the issue. It was unknown if the issue was resolved and the event was ongoing. The investigator assessed the event as not serious, not related to procedure, and related to the lead. No surgical intervention occurred or was planned. Relevant medical history include idiopathic urinary incontinence.